Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of not resurfacing the patella during the original surgery. The minor prosthesis wear observed was likely due to a combination of third body wear and external rotation of the femoral component, relative to the tibial components, during flexion. The most probable root cause associated with the reported event of "addition of patella¿ is an additional surgery to add the patella component when the patella is not resurfaced during the original knee replacement surgery. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(4). Lgc tibial fit tray cem sz 4f / 5t (cat# 02-012-45-4050 / serial# (B)(4). 1-4137 sryker sys 6 90x13x1.19 (cat# 203-96-43 / serial# (B)(4). Threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial3 (B)(4). Threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial left side tka, this male patient had a revised poly during procedure. Patient reason for revision was to resurface the patella. There was evidence of poly wear. Patient was revised to a truliant poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is available for evaluation.